Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the source of the leak was a disconnected tubing from the sample line to the flow cell. Fse replaced the affected tubing. No further evidence of leaking was observed. The cause of the leak was disconnected sample line tubing to the flow cell. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter lh 750 hematology analyzer had a leak under the laser area. The volume of the leak was approximately 5-10cc and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.